Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s inventory manager reported that a visible internal dialyzer blood leak occurred one minute after the initiation of a patient¿s hemodialysis (hd) treatment. Upon follow up, the facility manager (fa) said that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius bloodline was not in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device is not available to be returned to the manufacturer for evaluation.